Event description:
Information was received from a friend/family member regarding a patient (pt) who was receiving unknown morphine drug and unknown drug via an implantable pump for non-malignant pain. It was reported that that one year ago, on either (B)(6) 2025 or (B)(6) 2025, the pt had a new pump put in, however, they had an infection in their pocket and their pump was removed. Caller stated that the pt was still going through withdrawals after the device was explanted. Agent offered to send a physician listing to the caller, but agent reviewed with the caller that the manufacturer could only provide list of providers that dealt with the manufacturer's pumps. Caller said to send the physician listing anyway. Additional information was received from the healthcare provider (hcp) stating that the patient had two recent pump explants. One was due to end of life, and the other was due to the reported infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.